Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk. Item # unk, hip-unknown-cups-unk, lot #unk. Item # unk, hip-unknown-liners-unk, lot #unk. Multiple reports have been submitted for this event. Please see associated reports: this report, 0001822565-2018-04794, 0001822565-2018-04795.

Event description:
It was reported that a patient is experiencing pain and leg length discrepancy approximately 6 years post implantation. The onset of pain started not long after surgery. The patient alleges the femoral head has turned upside down. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # 00784803300, modular neck, lot # unk. Item # 00875705202, cup, lot #unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional reports have been submitted for this event. Please see associated reports: 0001822565-2019-01167.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with operative notes and x rays provided. Revision operative notes identified the following: the patient underwent a revision procedure. The left acetabular component had migrated but there was no loosening. The cup was noted to be in a vertical and medial position. The femoral head was articulating with the bone. The head, neck, liner, and cup were removed and new zimmer biomet components were implanted. Review of the radiographs identified the following: the acetabular component was vertically oriented. There was lucency consistent with osteolysis around the margins of the acetabular cup. No other issues were noted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The received additional information does not change the final conclusions of the previous investigations. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.